Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).this follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10this complaint is confirmed via medical records received. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient underwent initial right tka surgery with no intra-op complications. Severe medial, moderate lateral and severe patellofemoral arthritis. Rom 0-130 degrees. 1 degree medial and 2 degree lateral stability in full extension, 1 degree medial and 2 degrees lateral in 30 degrees flexion. Final components were placed and taken through rom with excellent stability and patella tracking was noted to be satisfactory. Subsequently, patient underwent a manipulation under anesthesia due to arthrofibrosis and decreased rom. Over 15 min knee flexion progressively increased to 115 with pressure and 110 with gravity. Extension then worked on as well. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface item # 00595204010 lot # 62334114. Patella item # 00597206632 lot # 62365248. Tibia item # 00597004501 lot # 62332110. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02382.

Event description:
It was reported that a patient underwent a total knee arthroplasty; subsequently, two months later the patient underwent a manipulation under anesthesia due to arthrofibrosis.